Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: the clip did not stay on the vessel that it was placed on. I suspect that the dr could possibly have unknowingly fired over another clip or hard structure.

Event description:
It was reported that during an unknown procedure, the facility complained about the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.